Manufacturer narrative:
To date, information suggests that this device remains actively implanted. As more information would become available, this event will be re-evaluated and updated. Most recently, this medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Event description:
Boston scientific crm received information that this cardiac resychronization therapy defibrillator (crt-d), which is part of the mid-life display of replacement indicators and shortened replacement window advisories, had decremented to less than 2.65 volts monitoring voltage measurement. The health care personnel had inquired with the technical services consultant as to what advisories this device is affected by, indicating that this patient was new to their clinic. The caller indicated that the device monitoring voltage was at 2.61 volts with a charge time measurement of 14.3 seconds, and that the enable magnet use feature was programmed off. The technical services consultant provided advisory info and discussed each advisory at length, discussing that to truly know the srw status, a save to disk should be done. The caller said she would pass that info along to this patient's following physician. It was also discussed how it is possible that the device should be followed monthly. It was unknown as to when the device had reached 2.65 volts. There were no reported adverse patient effects as a result of this clinical observation.